Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their son experienced high blood glucose level of 518 mg/dl. The customer is reporting a past event. The customer treated with manual injection and insulin pump. Customer's blood glucose value was 360 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin. Customer states that the cannula was bent. The product was not returned for analysis.